Event description:
The patient reported leaking under the pad with two of her v-gos which the needle button released prior to 24 hours. Patient had needle pain from the scratching that lasted a few hours of those needles on her abdomen. There were scratch marks when she took off the v-gos, and also blood.

Manufacturer narrative:
The devices were returned and evaluated. The evaluation results are as follows: the complaint about the needle button released could not be determined. The device was returned with the needle release button depressed, due to this condition, it is not possible to determine if the needle button had inadvertently retracted during use. The needle mechanism was tested and passed with no issue observed. The 2nd device returned the complaint about the needle button released could not be determined. The device have not been activated for use.